Event description:
Healthcare professional (hcp) reported pt receiving peritoneal dialysis on pac-xtra device. Theraphy was in dwell 2 of 4 when a leak was noted in the drain segment of the tubing in the pump. Hcp clamped off the pt and found the tubing was threated in device correctly. Pt was placed on another pac-xtra device to continue treatment. This device was pulled from service. Hcp reported no medical intervetnion was necessary and not pt injury resulted from this event.